Event description:
After about a minute of inhaling the steam, customer heard a pop and felt something hit his face and felt a burning sensation - customer said he had used (B)(6) vaporizing steam liquid along with the steam inhaler.